Event description:
It was reported that at the end of a surgery, after impacting the roi-c anchors, the surgeon noticed that a small piece of metal was floating after rinsing. It appears to be a piece of the anchoring plate that broke during impaction, even though the surgical technique was followed correctly. There was no patient impact and the anchoring plate remains implanted; the surgeon was able to retrieve the small piece of metal.

Manufacturer narrative:
Additional information in h6: investigation type, findings, and conclusions. A review of the DHR was conducted and found no indications of manufacturing issues. The device was not returned and no photos were provided, so an evaluation is unable to be performed. This event likely cannot be attributed to manufacturing or design related issues. The complaint is unrefuted for roi-c anchoring plate for the failure of fracture. This device is used for treatment. The investigation findings do not lead to a clear conclusion about the cause of the reported event. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that at the end of a surgery, after impacting the roi-c anchors, the surgeon noticed that a small piece of metal was floating after rinsing. It appears to be a piece of the anchoring plate that broke during impaction, even though the surgical technique was followed correctly. There was no patient impact and the anchoring plate remains implanted; the surgeon was able to retrieve the small piece of metal.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.